Event description:
Blood glucose measured 313 mg/dl compared to the diabetes nurse educators' meter result of 147 mg/dl performed within 10 mins of each other. It was stated no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.